Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and the pump was experiencing an intermittent-power issue. Also, it was reported that the yellow o-ring of the battery cap was visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/15/2014 with the following findings: there were no black box or history findings pertinent to the reported power-issue. Visual inspection revealed that the battery compartment was cracked from the threads to the grip pad. The threads of the battery compartment were observed to be stripped. The returned battery cap was found to be free of damage. The pump powered on with the returned battery cap, which was unable to secure to the pump per the instructions for use (IFU) due to the battery compartment damage. The pump was exercised for 24 hours, during which no power-related events were observed: the reported power-issue was not duplicated. The pump case was removed, and no internal damage or defect was found. The relation of the observed device failures to the reported power-issue can not be determined, as the reported power-issue would have to be duplicated to determine such.